Event description:
A home pt contacted baxter's technical service center for assistance regarding a "check supply line" alarm received during the last fill of their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected the heart bag from the heater line of the homechoice set, and a supply bag from a supply line of the homechoice set. The home pt then proceeded to re-connect the heater bag to the supply line, and the supply bag to the heater line. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.